Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual injection and a correction bolus to address bg. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.